Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the arrow up button of the insulin pump did not work. The customer¿s blood glucose level was 290 mg/dl. Customer stated that the insulin pump not dropped nor bumped and nor exposed on moisture. The insulin pump will be returned for analysis.